Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was testing in settings mode. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016. The patient stated that she manages her diabetes with insulin (unknown type; self-adjuster). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms as a result of the alleged issue. In response to the meter issue the patient attended a hospital where they received an unknown treatment by a health care professional. During troubleshooting the csr was able to resolve the issue with a retest. It was confirmed that this was not the first usage of the device. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.